Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-mar-2017: quality-safety evaluation of ptc (ptc global number (B)(4)).. Company causality comment: this non-medically confirmed spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain ("abdominal pain") and genital haemorrhage ("abnormal heavy bleeding"). A bilateral salpingectomy was performed to remove essure. Additionally, non serious events were reported. Abdominal pain and genital bleeding are anticipated events according to reference safety information for essure. Abdominal pain is highly prevalent in women, and may have gynaecological and nongynaecological causes. During essure micro-insert therapy, abdominal pain and changes in bleeding pattern, including heavy and unscheduled bleedings, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and essure cannot be excluded. This case was regarded as incident since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Follow-up information is expected only through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient started essure. On (B)(6) 2010, 28 days after starting essure, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal infection ("irregular vaginal infection") with vaginal discharge, cystitis ("bladder infections"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), pyrexia ("fever"), constipation ("constipation"), vomiting ("vomiting"), diarrhoea ("diarrhea") and decreased appetite ("decreased appetite"). The patient was treated with surgery (bilateral salpingectomy for essure removal on (B)(6) 2010). Essure was withdrawn. At the time of the report, the abdominal pain, genital haemorrhage, vaginal infection, cystitis, dysmenorrhoea, menorrhagia, back pain, pyrexia, constipation, vomiting, diarrhoea, decreased appetite and procedural pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, vaginal infection, cystitis, dysmenorrhoea, menorrhagia, back pain, pyrexia, constipation, vomiting, diarrhoea, decreased appetite and procedural pain to be related to essure. Company causality comment: this non-medically confirmed spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain ("abdominal pain") and genital haemorrhage ("abnormal heavy bleeding"). A bilateral salpingectomy was performed to remove essure. Additionally, non serious events were reported. Abdominal pain and genital bleeding are anticipated events according to reference safety information for essure. Abdominal pain is highly prevalent in women, and may have gynaecological and nongynaecological causes. During essure micro-insert therapy, abdominal pain and changes in bleeding pattern, including heavy and unscheduled bleedings, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and essure cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis has been sought. Follow-up information is expected only through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), device dislocation ("removed coils floating in abdomen"), genital haemorrhage ("abnormal heavy bleeding") and pelvic infection ("pelvic infection") in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergone essure confirmation test." The patient's past medical history included knee operation (right), menarche and gravida ii. Concurrent conditions included vomiting, diarrhea, intermittent fever, diverticulitis and paratubal cyst. Concomitant products included fluoxetine hydrochloride (prozac). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), mood swings ("mood swings"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain") and fatigue ("fatigue"). On (B)(6) 2010, 27 days after insertion of essure, the patient experienced pelvic infection (seriousness criterion medically significant). On (B)(6) 2010, the patient experienced procedural pain ("painful post-operative recovery"). In (B)(6) 2011, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced abdominal pain and device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal infection ("irregular vaginal infection") with vaginal discharge, cystitis ("bladder infections"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), pyrexia ("fever"), constipation ("constipation"), vomiting ("vomiting"), diarrhoea ("diarrhea"), decreased appetite ("decreased appetite"), irritable bowel syndrome ("possible irritable bowel syndrome"), abdominal pain lower ("lower abdominal pain") and abdominal distension ("bloating"). The patient was treated with cefalexin (keflex), ampicillin, gentamicin, clindamycin, vicodin, surgery (surgical removal; - laparoscopic removal of the right cornual essure micro-insert and diagnostic hys) and surgery (laparoscopic removal of the right cornual essure micro-insert and diagnostic hysteroscopy). Essure was removed on (B)(6) 2011. At the time of the report, the abdominal pain, device dislocation, vaginal infection, cystitis, dysmenorrhoea, menorrhagia, pyrexia, constipation, vomiting, diarrhoea, decreased appetite, procedural pain, mood swings, female sexual dysfunction, pelvic infection, bladder disorder, urinary tract disorder, migraine, headache, dyspareunia, fatigue, irritable bowel syndrome and abdominal pain lower outcome was unknown and the genital haemorrhage, back pain, nausea, pelvic pain and abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, bladder disorder, constipation, cystitis, decreased appetite, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, mood swings, nausea, pelvic infection, pelvic pain, procedural pain, pyrexia, urinary tract disorder, vaginal infection and vomiting to be related to essure. The reporter commented: device removal date provided as (B)(6) 2010, (B)(6) 2011. Diagnostic results: 03aug2010: x- ray: metallic residue portion floating. (B)(6) 2010 : pathology result : did not note a "metallic spring in the r tube. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿smedical record: confirming - nausea,abdominal distention". ¿concerning the injuries reported in this case, the following one/ones were described in patient¿smedical record: device dislocation" . Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: events- "mood swings, apareunia (inability to have sexual intercourse), pelvic infection, bladder problems, urinary problems or changes, migraines, headaches, nausea, dyspareunia (painful sexual intercourse), pain, fatigue, possible irritable bowel syndrome, lower abdominal pain, bloating, she did not undergone essure confirmation test.", reporter added from pfs.event "removed coils floating in abdomen", concomittant and historical condition, lab data added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.